Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient call that on an unknown date, the patient was implanted with screws and rods in his back. On an unknown date, post-op, the implanted screw broke. No further information is available yet.